Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to pressed more than once, had failed battery test, rejected new batteries, had crack and a piece was broken off around the top half of the reservoir port, crack above the screen that extended to up arrow button area and scratches on the screen. The customer's blood glucose level was unknown. They also reported that the insulin pump had unexplained no delivery alarm and motor was louder during rewind and little slower. The insulin pump will not be returned for analysis.